Manufacturer narrative:
Since each appliance is custom made to the request of the prescription there was no product problem. The doctor has requested that the appliance's buccal shields be changed to smaller shields for patient comfort. The nature of the product was irritating the patient's cheek. The doctor prescribed amoxycillin antibiotic to help heal the cheek irritation and the appliance was removed. The patient's ulcers have now completely healed. The patient will be fitted with the modified appliance with shorter buccal shields at his next appointment. This is the final report. No device problem

Event description:
In 2008, a doctor reported that a patient developed cheek ulcers due to irritation from wearing the mara appliance and needed shorther buccal shields.